Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, upon removal of the sensor pod from the patient body, the sensor wire was missing. The sensor was inserted at the abdomen on (B)(6) 2016. It was reported that the patient used an expired sensor. No additional event or patient information is available. The sensor pod was returned for evaluation. A visual inspection was performed and the sensor wire was missing from the sensor pod and housing puck. The complaint of a missing sensor wire was confirmed. The root cause could not be determined. Labelling indicates: do not insert sensors past the expiration date. The expiration date format is yyyy-mm-dd. Insert sensors on or before the end of the calendar day printed on the sensor package label.